Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(4) 2018 indicated the pump has been leaking since (B)(4) 2018 and the patient has been having backaches and headaches due to the spinal fluid. In (B)(4) 2018, the patient heard the refill nurse tell the hcp that the medication was coming out. It was noted the patient had a radiation test in (B)(4) and was told that the radiation material was not going to their brain and that the patient had a magnetic resonance imaging (MRI). The patient had a total system explant and was told that the catheter was severed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was not measured. The cause of the catheter fracture/cut/break was not determined. The cause of the no cerebrospinal fluid (csf) flow was not determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 50 mg/ml for a total dose of 12.007 mg/day, bupivacaine 7.5 mg/ml for a total dose of 1.8011 mg/day, and clonidine 1000 mcg/ml for a total dose of 240.1 mcg/day via an implantable pump for multiple sclerosis. It was reported the patient was one month elective replacement indicator (eri) at event onset and had no free flow of cerebrospinal fluid (csf) on side port tap. An isotope pump study was performed on (B)(6) 2018 and revealed a malfunctioning drug delivery pump system and minimal transit into the proximal catheter that faded beyond insertion into lumbar spine. The spinal portion of the catheter was fractured. Catheter replacement was scheduled. The catheter was explanted/replaced on (B)(6) 2018 and the device (catheter) was disposed of according to biohazard instructions. The outcome of the event was noted as ongoing. The device diagnosis was catheter break/cut. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported there was no pump leak. The catheter fracture was found in the operating room on (B)(6) 2018. The pump was replaced for elective replacement indicator (eri) and the catheter was also replaced. The old pump was returned to the manufacturer for analysis. It was noted that the outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported.